Manufacturer narrative:
Alleged failure: burned from within the tip and caught fire on the drape. Per further information acquired from the customer account: the tip of the scope singed the drape and did not cause harm to patient or staff. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user misuse and/or user mishandling. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported the distal tip of scope caused a burn to the drape.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the distal tip of scope caused a burn to the drape.